Event description:
Per tracey cubbage, the patient fell last evening. No injuries but ems did need to come to move patient from floor to the bed. Patient is 500ibs and 69.6inches. Tracey did not know the time of the incident other than it happened last evening. Ni this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).